Event description:
It was reported that the rigid video scope exhibited poor vision. The issue occurred during a procedure. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The evaluation of the event is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information. Corrected fields: g2, h6 - medical device problem code: remove all codes in supplemental emdr-17558 and h6 - component code: remove all codes in supplemental emdr-17558. Updated fields: h2, h6 (investigation conclusions): changed from d1102 unintended use error caused or contributed to event to d15 - cause not established, h8, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope exhibited poor vision. The issue occurred during a procedure. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found that the r-unit (charged coupled device) was broken caused the image to turned purple. In addition, the following findings were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was damaged, inner tube neck of the insertion section found with corrosion and the light cable plug of the video cable section contains foreign material. Based on the results of the investigation, the most probable cause of the reported issue is caused trace to component failure attributed to use handling issue. As per safety information and (per instruction for use). Notice. Risk of damage to the product. The endoscope is a precise optical device. Careless handling may damage the endoscope. ¿ always handle the endoscope with care. ¿ do not hold the endoscope by the distal end only. ¿ do not bend the insertion tube. Warning: risk of injury to the patient due to damaged video telescope, inspect the video telescope for visible damage: ¿ make sure that the product has: - no dents, cracks, bending, or deformations, - no cuts and other defects on the outer sleeve of the cable, - no scratches, - no corrosion, dirt or debris, - no lens damages or cover glass damages, - no missing or loose parts, ¿ check all markings on the product for clear visibility. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.